Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. Result of culture test at the third-party labs provided by the user on (B)(6) 2024, were positive at the following sampling locations. Sampling date: (B)(6) 2024, sampling from: all channels, cfu: 2cfu, bacterial identification: enterobacter hormaechei ssp steigerwaltii. Sampling date: (B)(6) 2024, sampling from: all channels, cfu: 6cfu, bacterial identification: enterobacter hormaechei ssp steigerwaltii. Sampling date: (B)(6) 2024, sampling from: all channels, cfu: 1cfu, bacterial identification: escherichia coli. The results of third-party culture tests provided by olympus are listed below. Sampling date: (B)(6) 2024, sampling from: biopsy channel, cfu: 2cfu/endoscope, bacterial identification: micrococcaceae. Sampling date: (B)(6) 2024, sampling from: suction channel, cfu: <1cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: a/w channel, cfu: 1cfu/endoscope, bacterial identification: aeromonas hydrophila. Sampling date: (B)(6) 2024, sampling from: auxiliary water channel, cfu: 1cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: total of biopsy channel, suction channel, a/w channel, auxiliary water channel. Cfu: 3cfu/endoscope . Bacterial identification: micrococcaceae, aeromonas hydrophila. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 6 colony forming units (cfus) of enterobacter hormaechei ssp steigerwaltii and 1 cfu of escherichia col. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.